Event description:
(B)(4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2009, the patient had coronary artery disease. The 80% stenosed target lesion being treated was located in the mid right coronary artery. The physician implanted an unknown taxus liberte stent in the lesion. Residual stenosis was 0%. The event was resolved without residual effect. The patient was discharged 1 day later. In (B)(6) 2010, the patient was admitted with sharp chest pain radiating to the back and right arm associated with breathing difficulties. Coronary angiogram revealed 85% stenosis in the 1st obtuse marginal (om) and stent in the mid portion of the left circumflex (lcx) widely patent. The stent located in the mid portion of the right coronary artery (rca) was 30 to 40% stenosed and 85% distal stenosis just distal to the previously placed stent. The 1st om was treated with a 2.5x14mm non-bsc stent. Initial attempt to place a 3.5x16mm non-bsc stent in the distal rca was difficult due to the stenotic narrowing of the previously placed stent. Angioplasty was performed and the physician successfully placed the non-bsc stent in the rca. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).